Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of 140 ohms (proximal coil to can). The distal coil to can measurement was 83 ohms and the distal coil to the proximal coil measured 130 ohms. It was noted that the lead was connected to a non-boston scientific device. Technical services discussed avoiding the proximal coil and programming the distal coil to can configuration with maximum energy shocks. The rv lead remains in service and no adverse patient effects were reported.